Event description:
The customer reported a leak was observed at the y-site connection above the blood filter chamber as the nurse was starting the first unit of packed cells for a blood transfusion. The tubing was changed. No leak was observed when the rn initially primed the tubing. No patient harm reported.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din 00060208, lot number w8j03b0, exp jan 2020, naci 0.9%. The customer¿s report of a leak above the blood filter chamber was confirmed. Functional testing was performed; a leak was observed from one of the two tubing engagements to the corresponding inlet port on top of the blood filter drip chamber. Further handling/tug of the set's tubing engagement to the top of the blood filter drip chamber observed that the pvc tubing was able to separate. Inspection of the separated tubing end observed insufficient to no areas of expected solvent. The root cause of the leak above the blood filter chamber was an assembly issue of insufficient solvent being applied at the engagement of the tubing during assembly of the tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak was observed at the y-site connection above the blood filter chamber as the nurse was starting the first unit of packed cells for a blood transfusion. The tubing was changed. No leak was observed when the rn initially primed the tubing. No patient harm reported.